Event description:
On (B)(6) 2024 an ilet user's nurse called to report that the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user had been released from the hospital and was attempting to reconnect the ilet. The agent assisted the nurses with changing the user's supplies. The user had been taken to the hospital by ambulance due to concerns about their blood glucose levels. Although the ilet indicated low blood glucose, the dexcom g7 continuous glucose monitor (cgm) sensor was inaccurate, as the user's actual blood glucose level was high at 214 mg/dl. The user called for an ambulance due to feeling unwell. Hospital staff primarily addressed the user's complaint of abdominal pain and did not treat the elevated blood glucose. A finger stick blood glucose check was performed by the hospital staff.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of on (B)(6) 2024 was not able to be reviewed as the ilet was powered off on (B)(6) 2024 due to running out of charge. When the ilet is powered back on, the battery was depleted to the point of the real time clock (rtc) turning off and the ilet's date/time were reset. After restarting, the date and time were not updated. Due to this, it is unknown what each date and time in the engineering logs coordinates to. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without correctly dated device data, the cause of the event cannot be determined. However, based on the event description, it is likely that this hyperglycemic event was caused by an inaccurate dexcom g7 cgm sensor providing falsely low glucose readings and preventing the ilet from delivering needed insulin. This cannot be confirmed without device data and blood glucose data.